Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported date of event as "august or october". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor applicator needle was "outside of the sensor" and as a result customer could not apply sensor to monitor glucose. The customer subsequently became hyperglycemic, and reported being unable to self-treat, requiring treatment of insulin (dose/type unknown) by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The customer reported the date of the event as "august or october". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor applicator needle was "outside of the sensor" and as a result customer could not apply sensor to monitor glucose. The customer subsequently became hyperglycemic, and reported being unable to self-treat, requiring treatment of insulin (dose/type unknown) by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.